Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed staphylococcal infection at the lead site with symptoms of redness and tenderness. The patient was treated with antibiotics. It was believed that the infection was not device related. The patient underwent an explant procedure.